Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Additionally, the customer was using cold insulin in the cartridge and was not cycling the cartridge. The customer was educated on the proper load techniques. Customer¿s blood glucose (bg) level was 450 mg/dl. Reportedly, customer was able to successfully resume insulin delivery with the existing cartridge.